Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not exposed to altitudes outside the labeled operating range. The pump was reset resolving the alarm. Customer's blood glucose level was not impacted.